Manufacturer narrative:
The evaluation confirmed the customer¿s reported defect. Video connector pin was found bent causing no image (and unable to white balance) with an endoscope was connected. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed that the customer visera elite video system center was returned to olympus for service/repair for a reported ¿white balance issue, video connector is the issue, one of the pins is broken off¿. The issue was found during preparation. Upon inspecting and testing, a no image defect was found due to the broken video connector pin. No death, injury or harm was reported. This report is being submitted to capture the no image defect.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the bent video connector pins could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Confirm that the electrical contacts inside the video connector socket of this instrument are not damaged. Confirm that the video connectors of the videoscope/camera head are not damaged.¿ olympus will continue to monitor field performance for this device.